Event description:
Boston scientific crm received information that this 4135 right atrial (ra) lead was far field sensing ventricular activity. This lead was thought to be dislodged and a revision procedure was performed. During the revision procedure the lead was repositioned multiple times and eventually the helix started to "jump out" of the heart tissue. This lead was explanted, and a new lead was successfully implanted. To date, no adverse patient effects were reported.